Event description:
The customer reported that the blade would not retract during an abdominal mass laparotomy. The knife is reported as being contained within the jaws. Information was not made available by the site contact if the instrument was applied on tissue and how it may have been removed from the tissue.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.